Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory found no anomalies.

Event description:
It was reported that an external electrocardiogram (ECG) showed the cardiac resynchronization therapy defibrillator (crt-d) pacing at a rate lower than the programmed rate. Furthermore, it was noted there was t-wave oversensing (twos) by the right ventricular (rv) lead observed and the device was reprogrammed to adjust the sensitivity. The crt-d and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.